Event description:
It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, acetabular osteolysis, tissue scarring, swelling, heterotopic ossification, discomfort and nerve pain were noted. Subsequently, patient was revised on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01808 & 08708).